Event description:
It was reported that a decrease in pt's hearing performance was observed. No accident or trauma has been reported. Re-implantation has been suggested.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report. (B)(4).